Manufacturer narrative:
A review of the complaint history, device history record, quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. The device was returned without the handle. The wire will not actuate the basket formation. A visual examination noted the basket formation is retracted in the basket sheath and is not visible. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). Event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported while prepping for a ureteroscopy with laser lithotripsy procedure, the physician pre-tested the device and it did not deploy properly. The device was put aside to return for evaluation and another of the same device was used. There were no adverse effects to the patient due to this occurrence.